Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that several months ago, this pacemaker had two years remaining longevity with no programming and no changes on impedance. However, after the patient was seen recently, the pacemaker showed less than six months remaining. Boston scientific technical services discussed the nominal longevity of this device and advised to consider intensifies follow up. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several months ago, this pacemaker had two years remaining longevity with no programming and no changes on impedance. However, after the patient was seen recently, the pacemaker showed less than six months remaining. Boston scientific technical services discussed the nominal longevity of this device and advised to consider intensifies follow up. As of this time, the device remains in service. No adverse patient effects reported.